Manufacturer narrative:
No conclusion available; final analysis found burnt marks on the circuit board which resulted in the device power anomaly.

Event description:
It was reported that there was a lightening storm and the merlin.net transmitter would not power up. The device was unplugged and plugged but same issue resulted. The device was returned and exchanged.